Manufacturer narrative:
Narrative: no system malfunction was reported or determined to exist after troubleshooting and investigation. Measurement and evaluation of the scan parameters used by the site for these examinations show that the dose administered to the patient (2.8 gy was delivered to the single location) was greater than the recognized threshold level for deterministic effects, such as skin reddening and temporary hair loss. The dose prescribed by the site was significantly greater (5.6 times) than ge and the site's default protocols. The ge provided protocol for this scan type results in a patient dose that is significantly lower than industry and FDA recognized threshold levels for possible deterministic effects. The site's default protocol for perfusion scanning was found to be in accordance with ge reference protocol recommendations for imaging and dose. According to the site, the technician manually increased the ma on the exam in order to enhance the image quality, although images on the sites unaltered default protocols are diagnostic. Ge analysis of the proposed scan parameters show that in order to achieve dose at the levels delivered, a significant increase to the kv outside of default system parameters must have also occurred. As a result of a subsequent incident, refresher training was done and memos were posted to remind all technologists not to change the default protocols. Techniques and dose is incorporated in the new tech training and annual evaluations. Ge healthcare product labeling specifically warns the operator with the following statement: "prolonged exposure to x-ray in one spot may cause reddening or radiation burns. User must be aware of the techniques used and exposure time to insure safe operation."

Event description:
It was reported that a patient experienced localized hair loss after a brain perfusion scan.